Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. Dexcom was served with a legal action as a result of the patient¿s alleged injury. The reporter did not provide a description or information regarding the circumstances of the alleged event or details of the alleged injury other than what is alleged in the complaint. Dexcom has provided to FDA the information it currently has relating to this alleged adverse event. Dexcom has requested further information from the patient¿s personal injury lawyer.

Event description:
A personal injury attorney, on behalf of patient, has initiated litigation against dexcom, based upon the patient¿s allegation that she was injured while allegedly using the g6 cgm device. Patient¿s attorney alleges that the user¿s receiver/display device failed to alert her to dangerous glucose levels and/or stopped receiving glucose information from the g6 system. The user further alleged that the receiver/display device failed to notify or sound the alarm of a dangerous glucose level and/or stopped receiving glucose information from the g6 system, and the user allegedly was unaware she was experiencing a hyperglycemic event. Allegedly as a direct proximate result thereof, user allegedly suffered serious injuries requiring treatment, including but not limited to severe hyperglycemia and an altered mental status. User allegedly thereafter required emergency hospital care for treatment of her injuries. Despite additional requests for information, no further information was provided.

Event description:
Data was provided but does not reflect full investigation window. Confirmation of the allegation and probable cause could not be determined.

Manufacturer narrative:
(B)(4).